Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump had a blank display. The customer blood glucose level was 270 mg/dl. Customer stated insert battery alarm did not display on the pump screen. Customer also stated contacts on the battery cap are neither missing nor damaged and also battery compartment was neither damaged nor corroded. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.